Manufacturer narrative:
(B)(4). (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the products was not locking completely with the tibial plate when inserted after trying several times. The procedure was completed with a different line.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As received articular surface exhibits damage to the distal surface gouges to the outer edges as well as the dove tail feature is both compressed and flared out, indicating inaccurate component alignment or positioning DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur. The root cause is determined to be misuse. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. UDI # ni updated: